Event description:
It was reported by or nurse via sales rep that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 4 years (implanted in 2009). No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: report of a mitral valve explant four years post implant, with no additional information. The explanted device has not yet been returned for evaluation. Follow up with the healthcare provider is ongoing to obtain information and device return. Updates will be reported once available.